Manufacturer narrative:
Manufacturer's investigation conclusion: review of the account¿s submitted log files confirmed the reported alarms and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. Review of the log files also confirmed transient elevations in pump power and flow; however, a specific cause for these findings could not be conclusively determined. Additionally, a direct correlation between heartmate ii left ventricular assist system (lvas) and the reported fatigue, weight gain, elevated lactate dehydrogenase (ldh) and elevated plasma hemoglobin could not be conclusively established through this evaluation. The submitted log file contained events from (B)(6) 2023. Elevations in pump power and flow were observed between (B)(6) 2023 with values up to 9.7 watts and 12.0 liters per minute (lpm), respectively. Low speed and pump stop events were captured on (B)(6) 2023 while the patient was connected to the power module. No other notable events or alarms were captured. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas). The relevant sections of the device history records and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including hemolysis, that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 of the IFU also addresses all pump parameters including speed, power, and flow. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Section 6 of the IFU, under ¿pump performance monitoring¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as the suggested anticoagulation modifications. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced fatigue, increased weight gain, elevated lactate dehydrogenase (ldh), and plasma hemoglobin. No cause of the elevated power was identified. The patient was given an ungrounded cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low flow alarm at night while changing over to the power module. History showed low speed advisory, pump off, and low flow, with normal parameters resuming 3 minutes later. The data showed 1 pump stop and 2 low speed advisories at 12:59 am on the morning of (B)(6) 2023. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appeared to be occurring while the ventricular assist device (vad) is connected to the power module. In addition, the log noted a few unsustained power/flow elevations on (B)(6) 2023 - (B)(6) 2023.